Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for a change in therapy. X-ray imaging was obtained and a lead migration was confirmed. Reprogramming was performed but unsuccessful due to the lead¿s migrated location. A revision procedure was performed to resolve the reported event.

Manufacturer narrative:
The lead was returned. The non-saluda anchor, which was reported to be used to secure the lead prior to the reported event, was not returned. The lead passed visual analysis. The reported migration event was unable to be replicated. The cause of the migration was unable to definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration from the location chosen at initial implantation, resulting in stimulation changes" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks.